Event description:
On (B)(6) 2010, this pt underwent endovascular repair of a thoraco-abdominal aortic aneurysm using gore tag thoracic endoprostheses. The total treatment length was over 30cm, and included both gore tag devices and also a homemade ¿z¿ stent graft. In 2008, this pt underwent open repair of an abdominal aortic aneurysm with a vascular graft. A tg2815 was placed at the proximal neck of the previous aaa repair vascular graft. Next, the homemade ¿z¿ stent graft was placed proximal to the tg2815. Then, a tgt3720 was placed proximal to the ¿z¿ stent graft. Next, the physician performed ballooning of the ¿z¿ stent graft using reliant balloon. However, the ¿z¿ stent graft moved distally and there was no overlapping with tgt3720. So, the physician implanted tgt4015 between the ¿z¿ stent graft and the tgt3720. A bypass was performed on the renal arteries, celiac artery and sma and the procedure ended. On the same day, the pt developed paraplegia. On unk date, the pt developed respiration failure and ischemic enteritis. On (B)(6) 2010, this patient expired due to multiple organ failure.

Manufacturer narrative:
Results ¿ the review of the mfg paperwork verified that this lot met all pre-release specifications.